Event description:
The following was reported to hamilton medical ag: unit doesn't start up (boot process is interrupted) no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The esm board was replaced and the device functions as intended.

Event description:
The following was reported to hamilton medical ag: unit doesn't start up (boot process is interrupted). No patient involvement.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: in future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications while the ventilator was turned on. The root cause was determined to be the defective esm board. The device also has exceeded the designed lifetime of 8 years. In consequence (correction), the esm board was replaced. There was no patient or user harm reported.